Event description:
It was reported that the pump fell and as a result, the touch screen became shattered and unresponsive. Customer¿s blood glucose was 240 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.